Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), abortion of ectopic pregnancy ('pregnancy: ectopic pregnancy: (miscarriage)'), bipolar disorder ('diagnosed borderline bipolar') and teeth brittle ('dental problems: brittle') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida, parity 2 (date of birth: (B)(6)2006; (B)(6)2011), menarche (12 years) and miscarriage (3). Previously administered products included for prevent pregnancy: iud in 2006. Concurrent conditions included nickel sensitivity since 1988. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6)2011 to (B)(6)2011 for female sterilization. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain: lower abdomen") and back pain ("pain: lower back joint\lower back pain"). In (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6)2012, the patient experienced teeth brittle (seriousness criterion medically significant) and dental caries ("dental problems: brittle"). In (B)(6)2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6)2015, the patient experienced post-traumatic stress disorder ("ptsd"), sleep terror ("night terrors"), depression ("depression"), anxiety ("anxiety"), urticaria ("hives (sporadic)") and device related infection ("essure was causing recurring infection"). In 2016, the patient experienced vaginal discharge ("vaginal discharge") and bacterial vaginosis ("bacterial vaginosis recurring"). In july 2017, the patient was found to have weight increased ("weight gain"). In (B)(6)2018, the patient experienced bipolar disorder (seriousness criterion medically significant). In (B)(6)2018, the patient experienced herpes zoster ("shingles (twice)"). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic pain"), mood swings ("mood swings"), urinary tract infection ("uti (urinary tract infection)"), cystitis ("infection: bladder"), acne ("acne - worse during winter"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with buspirone hydrochloride (buspar), duloxetine hydrochloride (cymbalta), naproxen, trazodone and surgery (4 extractions and dilation and curettage). At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, bipolar disorder, pelvic pain, mood swings, urinary tract infection, cystitis, post-traumatic stress disorder, sleep terror, depression, anxiety, herpes zoster, urticaria, acne, migraine, headache, teeth brittle, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, vaginal haemorrhage, menorrhagia, dental caries, bacterial vaginosis, abdominal pain lower, back pain and device related infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, abortion of ectopic pregnancy, acne, allergy to metals, anxiety, back pain, bacterial vaginosis, bipolar disorder, cystitis, dental caries, depression, device related infection, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, headache, herpes zoster, menorrhagia, migraine, mood swings, pelvic pain, post-traumatic stress disorder, sleep terror, teeth brittle, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Fu: (B)(6)2019, insertion date : (B)(6)2011 (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on (B)(6)2011: total bilateral occlusion. Pregnancy test urine - on (B)(6)2011: negative; in (B)(6)2013: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received: new event "bipolar disorder" were added and reporter information updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), abortion of ectopic pregnancy ('pregnancy: ectopic pregnancy: (miscarriage)') and teeth brittle ('dental problems: brittle') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included twin pregnancy, parity 2 (date of birth: (B)(6) 2006; (B)(6) 2011), menarche (12 years) and miscarriage (3). Previously administered products included for prevent pregnancy: iud in 2006. Concurrent conditions included nickel sensitivity since 1988. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011 for female sterilization. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain: lower abdomen") and back pain ("pain: lower back joint\lower back pain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced teeth brittle (seriousness criterion medically significant) and dental caries ("dental problems: brittle"). In (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced post-traumatic stress disorder ("ptsd"), sleep terror ("night terrors"), depression ("depression"), anxiety ("anxiety"), urticaria ("hives (sporadic)") and infection ("essure was causing recurring infection"). In 2016, the patient experienced vaginal discharge ("vaginal discharge") and bacterial vaginosis ("bacterial vaginosis recurring"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced (B)(6) ("(B)(6) (twice)"). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic pain"), mood swings ("mood swings"), urinary tract infection ("uti (urinary tract infection)"), cystitis ("infection: bladder"), acne ("acne - worse during winter"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with buspirone hydrochloride (buspar), duloxetine hydrochloride (cymbalta), naproxen, trazodone and surgery (4 extractions and dilation and curettage). At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, pelvic pain, mood swings, urinary tract infection, cystitis, post-traumatic stress disorder, sleep terror, depression, anxiety, (B)(6), urticaria, acne, migraine, headache, teeth brittle, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, vaginal haemorrhage, menorrhagia, dental caries, bacterial vaginosis, abdominal pain lower, back pain and infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, abortion of ectopic pregnancy, acne, allergy to metals, anxiety, back pain, bacterial vaginosis, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, headache, (B)(6), infection, menorrhagia, migraine, mood swings, pelvic pain, post-traumatic stress disorder, sleep terror, teeth brittle, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Fu: 21-may-2019, insertion date: (B)(6) 2011 (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2011: negative; in (B)(6) 2013: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: this case is incident. Her historical/concurrent condition, lab data. Essure indication was amended. Event injury was updated to more specified events: ectopic pregnancy with contraceptive device, pregnancy: ectopic pregnancy: (miscarriage), pain: pelvic pain, mood swings, uti, infection: bladder, post-traumatic stress disorder (ptsd), night terrors, depression, anxiety, (B)(6) (twice), hives (sporadic), acne, migraines, headaches, dental problems: brittle, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, abnormal bleeding (vaginal, menorrhagia), dental problems: brittle, bacterial vaginosis recurring, pain: lower abdomen, pain: lower back joint\lower back pain, acne - worse during winter, essure was causing recurring infection and device ineffective were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.